Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel thrombosis, stroke and neurological/intracranial sequelae are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient presented with a right m1 occlusion. The patient underwent unsuccessful thrombectomy; therefore, the physician deployed a stent (subject device) from the posterior m2 division down to the m1 segment. It was reported that angiography showed in-stent thrombosis and 2 mg of integrilin were then administered to treat the stent thrombosis. Follow-up angiography showed that the anterior m2 branch remained occluded. After an unsuccessful attempt to access the occlusion to deploy another stent, the physician administered an additional 5 mg of integrilin to the right m1. Follow-up angiography demonstrated recanalization of the stented right m1 and posterior m2 division with minimal flow through the anterior m2 branch. A CT scan performed the following day showed extensive infarction of the entire right mca territory and mild increase in mass effect. The swelling continued to increase over time, and overall, the mass effect increased from 4 to 8 mm two days post procedure. This was associated clinically with increased somnolence and difficulties moving extremities. The physician reported that the in-stent thrombosis was related to the procedure and the patient's clinical situation, not the specific stent utilized. The patient's current status is a completed right mca whole territory infarct with expected swelling and mass effect. The patient is intubated and the family has made him comfort measures only. This is statistically the same outcome that would have occurred had no procedure been done.

Manufacturer narrative:
The subject device is not available.

Event description:
The patient presented with a right m1 occlusion. The patient underwent unsuccessful thrombectomy; therefore, the physician deployed a stent (subject device) from the posterior m2 division down to the m1 segment. It was reported that angiography showed in-stent thrombosis and 2 mg of integrilin were then administered to treat the stent thrombosis. Follow-up angiography showed that the anterior m2 branch remained occluded. After an unsuccessful attempt to access the occlusion to deploy another stent, the physician administered an additional 5 mg of integrilin to the right m1. Follow-up angiography demonstrated recanalization of the stented right m1 and posterior m2 division with minimal flow through the anterior m2 branch. A CT scan performed the following day showed extensive infarction of the entire right mca territory and mild increase in mass effect. The swelling continued to increase over time, and overall, the mass effect increased from 4 to 8 mm two days post procedure. This was associated clinically with increased somnolence and difficulties moving extremities. The physician reported that the in-stent thrombosis was related to the procedure and the patient's clinical situation, not the specific stent utilized. The patient's current status is a completed right mca whole territory infarct with expected swelling and mass effect. The patient is intubated and the family has made him comfort measures only. This is statistically the same outcome that would have occurred had no procedure been done.